Manufacturer narrative:
Implant date of (B)(6) 2011 was previously reported; however implant date is unknown.

Manufacturer narrative:
The reported event of lead damage was confirmed. A partial lead was received in one piece for analysis with only the connector pin with the is-1 seal ring. Visual and x-ray analysis did not reveal any anomalies with the exception of procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13935. During a device upgrade procedure, the set screw was unable to removed from the header of the device, resulting in header damage. When attempting to remove the right ventricular (rv) lead from the header, the rv lead was also damaged. The device was replaced, and the rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.